Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 400mg/dl and a high ketone level but was not identified as dangerous by healthcare provider. The cause of elevated bg was due to cracked and unresponsive touchscreen. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 7/13/23 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.